Event description:
Pump was replaced with a new synchromed pump.

Event description:
The hcp reported the pt had been experiencing increased pain levels. A large volume discrepancy was discovered. A catheter dye study was done that was reported as negative. An MRI showed no granuloma. A roller study was done that showed rotation of the rotor, though no drug/indium was seen leaving the reservoir. The hcp attempted to increase the dose of medication and gave a therapeutic bolus, but the pt became nauseated. The pump was explanted.